Event description:
(B)(4) almost immediately, I started to break out in a random rashes, likely because of the nickel in the product, gained over 50 lbs in less than a year and climbing, in ability to lose weight, hair loss, joint pain, back pain, inability to lay flat (on a bed, for example), dry and peeling skin, bloating, swelling, endocrine issues, heart palpitations, hip pain, pelvic pain, fatigue, teeth breakage resulting in extraction, pain upon standing for to long. Because of essure, I had to have a hysterectomy because, after the test to confirm that the coils were in place, one coil migrated out of the tube and embedded into my uterus. The other coil about perforated the tube. This was discovered by my doctor when he did a laparoscopic procedure to determine what the issue was. It was then recommended that a full hysterectomy be completed, via lavh, leaving only ovaries.